Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were made to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: -operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system preparation and inspection shows how to detect the event. -reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air water nozzle was blocked with foreign debris. Additional evaluation findings were as follows: due to clogging of the nozzle, the air supply volume did not meet the standard value, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the up/down knob cannot be locked securely due to the lock engagement lever being worn, the right/left knob cannot be locked securely due to the lock engagement knob being worn, the bending cover adhesive was worn, the connecting tube had coating that was peeling, the scope cover was deformed, the universal cord had a wrinkle and the light guide tube needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the air channel was blocked on the evis exera ii duodenovideoscope. Inspection and testing of the returned device found that the air water nozzle was blocked with foreign debris. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.